Manufacturer narrative:
(B)(4) loop failed to cut. The complainant indicated that the device was disposed and will not be returned for evaluation; therefor a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable snare used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp. It was noted that no electric current was delivered and that the working length was split. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be stable.